Manufacturer narrative:
Technician found that the brake casters would not hold properly, the casters rotate to the side when the brake is set and the bed is pushed. Replaced 4 brake casters to resolve this issue. Bed was found in a storage area.

Event description:
The casters rotate to the side when the brake is set and the bed is pushed. No injury alleged.